Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Struts on rows 1 and 2 from the proximal edge were severely misaligned and pushed distally. The od (outer diameter) of the stent area where no damage was present was measured at approximately 1.13 mm. The stent measured approximately 21 mm in length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were identified in the inner and out lumen. This type of damage could be caused by excessive force being applied during guidewire removal. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred.the stent could not be placed in the lesion of the unknown coronary artery. When withdrawing device from the guide catheter, deformation of stent was noticed.the procedure was completed with a different device and patient condition was reported as stable.

Event description:
It was further reported that the 90% stenosed lesion being treated was located in the non-tortuous and moderately calcified right coronary artery (rca). The lesion was not predilated. The procedure was completed with a 3.0x16 mm promus element stent.

Manufacturer narrative:
Device is a combination product.(B)(4).